Manufacturer narrative:
A supplemental is being submitted for investigation completion. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual inspection. Functional testing revealed that the device was received in an inoperable state; the battery was unable to charge or provide power. Functional testing also revealed multiple flags were enabled in the main integrated circuit (ic), which rendered the battery inoperable. Internal inspection of the battery did not reveal any abnormalities that may have contributed to the inoperability of the battery. Supplemental testing was performed and an attempt to reset the main integrated circuit was able to reestablish the functionality of the battery. If the battery unable to charge remains connected to the battery charger, the battery charger status indicator will flash red after 8 hours due to a charge time-out. As a result, the reported flashing red event was confirmed. Controller log files were not available for analysis. As a result, the reported power switching event could not be confirmed. A power source lubrication procedure had been performed on the battery in accordance with the requirements under fsca cvg-18-q4-19 on 27-dec-2019. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching event after lubrication can be attributed, but not limited, to a communication error and/or momentary disconnection due to temporary corrosion of the controller-port/power-source pins. The most likely root cause of the reported flashing red event can be attributed to a faulty integrated circuit that controls the battery. Scar (B)(4) investigated battery main integrated circuit malfunctions. Even though this scar is closed, this battery falls within the bounds of this scar. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### This regulatory report is being submitted as part of a retrospective review and remediation per d00595828 due to an FDA audit observation. Corrected fields: b5 event description was updated to include previously left out non-reportable information. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery exhibited power switching when connected to the controller and also flashed red when connected to the battery charger. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery exhibited power switching when connected to the controller. The battery was exchanged. No patient complications have been reported as a result of this event.